Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that the patient was charging the implantable neurostimulator (ins) too frequently, and the manufacturer representative had told the patient to request a replacement implantable neurostimulator recharger (insr). It was also reported that the ins battery discharged too quickly. It took the patient four hours to charge, and the patient got all 8 coupling bars when he charged. The ins was not staying charged as long as they would have liked. The patient reported having charged 65 times in two months, however the patient also reported the ins went 1-1.5 weeks between charging sessions. The manufacturer representative wanted to try a replacement insr to eliminate the issue, however it was reviewed that a replacement insr was not expected to make a difference. The patient further stated that the ins would probably be replaced if insr replacement did not work. It was reviewed that charging too frequently was not typically an insr issue, but an ins issue. The consumer reported that the manufacturer representative was made aware of the issue either in late (B)(6). Additional information received from the manufacturer representative reported that the last recorded meeting with the patient was on (B)(6) 2015 at the healthcare professional's office. The manufacturer representative recalled telling the patient to contact the manufacturer to evaluate the problem and potentially replace the insr. It was noted that the manufacturer representative did not check the system; there was no proof to refute or confirm the issue. There were no reported patient symptoms. No event cause was reported for this event. No outcome or further troubleshooting/interventions were reported for this event. Follow up information was requested to determine event cause, event outcome, and steps taken to resolve the re ported issues. If additional information is received, a follow up report will be sent. The patient's indications for use included spinal pain.

Event description:
Additional information was received from the patient. It was reported that a longer charging time and the device not holding a charge as long led to the frequent charging. The patient replaced the charger plug in. The charge was holding a little longer but it took two and a half hours to charge halfway with full or six support bars. It was noted that the patient was still keeping an eye on the frequent charging and rapid depletion.